Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 15-aug-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: during investigation, the keypad was found to be intact. No damage or peeling was observed. All of the keypad button responded appropriately to button presses. The complaint of a keypad response issue was not duplicated during investigation. The keypad cover was removed and no damage was observed to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.